Event description:
It was reported, that during central processing. The prograsp forceps instrument fell off the table, and had a broken shaft. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument involved with this complaint. And completed the device evaluation. Failure analysis found the instrument main tube broken. The break in the main tube was the entire circumference of the tube. No measurable pieces were missing. No additional damage was found on the instrument. This type of failure is typically associated with mishandling / misuse.